Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, depression-ndr, chronic fatigue syndrome-ndr, anxiety, headache-ndr, pain, pain-ndr, skin rash/dermatitis, varied injuries, visibility/palpability

Event description:
Patient reported left side ¿hardness.¿ patient later reported "breast encapsulated 2 time 2008 and 2018," "anxiety," "breast pain," "rashes and skin problems." Patient also reported "chronic fatigue," "depression," "headaches," "headaches," "joint and muscle pain," "memory and concentration," "problems breathing," "problems sleep disturbance," "dry mouth," "dry eyes," "hair loss," and "gastrointestinal problems" which are not related to the device. Patient later additionally reported left side "bothers me too". Patient later reported "capsular contracture baker grade unknown," severe discomfort," "deformity," "severe distress," "in agony and pain," "feel very self conscious and self esteem has been greatly impacted," and "implant is so hard like a rock." The device remains implanted.